Manufacturer narrative:
Follow up with the customer confirmed that the cause for the reported issue to be a charge depleted battery that was received from a distributor. There was no malfunction of the device.

Manufacturer narrative:
Physio-control further evaluated the failed battery and determined the cause for the malfunction to be a cold solder joint between the internal pcb and the f1 fuse material at one end of the fuse cap. The cold solder joint acted as an open circuit to prevent dc power.

Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance and replaced the customer battery. Several attempts to contact the customer for additional information on the reported issue or device resolution have been unsuccessful.

Event description:
It was reported that the customer installed a newly purchased battery in the device and it would not power on. There was no patient use associated with the event.